Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten.the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had been hospitalized in (B)(6) 2014 for diabetic ketoacidosis (dka). The patient is currently on injections pending retraining on the pump. This complaint is being reported although no specific evidence of pump malfunction, defect, or misuse was alleged, the possibility that the use of an insulin pump may have contributed in an unidentified manner to the dka cannot be ruled out.